Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4 batch #: x7043r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and returned. Due to the device packaging not being returned, we are unable to investigate further the reported packaging issues. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to verify the internal components and no anomalies were found. The damaged on the tissue pad is related to improper use of the device. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number x7043r, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, at the opening of the packaging, the jaw protection was not fixed, but it was free in the package. No patient consequences reported